Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "failure of the patient to follow postoperative care instructions involving rehabilitation can compromise the success of the procedure."

Event description:
It was reported patient underwent a total right knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2013, due to arthrofibrosis from lack of physical therapy. The femoral stem and tibial bearing were removed and replaced.